Event description:
Ms. (B)(6) submitted a report and a copy was sent to moss tubes, inc. She states that pt complained of discomfort when moss-nasal tube was removed. The balloon was deflated before removal and a topical gel was prescribed. "No permanent injury". We have no record of this hospital purchasing any moss nasal tubes (B)(4) from us. Should this be one of our tubes obtained from another source, the description of event does not indicate any malfunction or defect of tube. Ms. (B)(6), also, states that device was discarded so there is no way for moss tubes to establish whether the tube in question was one of ours.